Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the cause of the device being at 0.0v was believed to be because the hcp activated a group with no programming parameters entered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reiterating that when the patient came back into the office and was programmed with the old clinician programmer (8840) the physician saw the pulse width and rate were programmed but not amplitude, only saw group a, and was able to increase the voltage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient was programmed using the tablet on (B)(6) 2018. Therapy was set to 3.5v with therapy on and the patient was sent home. Over the weekend, the patient developed a return of symptoms and went in to the hcp on (B)(6) 2018. Therapy was on but at 0.0v. The caller stated the hcp used the old clinician programmer to reprogram the patient and the patient had been fine since then. The caller reported the session report from (B)(6) 2018 under stimulation settings on the report initially showed grey but the final settings did not show grey. The caller was not with the patient or hcp to do troubleshooting. The caller later emailed the session report. No further complications were reported or anticipated.

Manufacturer narrative:
The coding for this event has been corrected. See h2 for updated device codes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.